Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported. The reported condition was verified. The device was found out of specification in relation to the reported soft key and 0,1,2 keys not functioning which were not reproduced. The nonfunctioning keys were verified through keypad testing and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced soft keys 0, 1 and 2 of the keypad not functioning. There was no patient involvement. No additional information is available.